Manufacturer narrative:
The manufacturer had previously reported an allegation of a ventilator was not allowing an fio2 setting to be set. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen blending module board was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator was not allowing an fio2 setting. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.